Manufacturer narrative:
This device remains implanted and in service. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. This device currently remains implanted and in service. No adverse patient effects were reported.